Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system presented at a normal follow up with evidence of a pocket infection. The patient was hospitalized and the system was explanted. A new system was implanted on the other side and the patient received antibiotic treatment. No additional adverse patient effects were reported and the patient has remained in stable condition. The explanted system will not be returned.